Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 341, which was not reproduced. System error 341 was confirmed through a review of the event history log. No associated component malfunction was identified and therefore, no correction is required in relation to the reported symptom.

Event description:
It was reported that a spectrum pump displayed system error 341 in the medical surgical care area. Any patient involvement, injury or medical intervention is unknown.